Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) 2021. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not flow. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured from october 19, 2020 - october 20, 2020. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed, and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.